Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and informed the caller that the issues could be due to the defibrillation detection circuit in the device as when external energy is detected on the leads, the scheduled pacing output is withheld. Additionally, the large amount of energy required to externally pace could cause the myocardium to be in a state of refractoriness such that the device pacing was unable to capture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this system, the patient went asystolic and required external rescue. Threshold and sensing measurements were stable; however, there was no capture despite multiple locations. The external pacemaker was programmed off and capture was observed. No adverse patient effects were reported.